Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
Related manufacturer reference numbers: 2017865-2023-40528. Related manufacturer reference numbers: 2017865-2023-40529. It was reported that the patient presented in clinic for initial implant procedure. Post procedure, ventricular fibrillation induction was attempted to test the implanted system, but unsuccessful. Increased capture threshold was noted on the right ventricular lead. The patient became hypotensive, resulting in cardiopulmonary resuscitation (CPR). The hypotension was unable to be resolved without CPR. The patient eventually passed away. Cause of death was not clear.